Event description:
Received a call for line that was leaking at insertion site where white lumen is flushed. No leak noted when red lumen flushed. PICC disconnected per md's request. A hole was found in line around the 5cm mark on the white lumen. The line was placed a few months ago at off-site hospital.